Event description:
It was reported that multiple lvp display boards have dimmed led segments.

Manufacturer narrative:
The reported experience of lvp display board with dimmed led segments could not be investigated nor confirmed as no devices were provided for this investigation. However, the dim 7 segment display issue was risk assessed via dir (B)(4). The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible current the customer stated that there was no patient involvement customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action

Manufacturer narrative:
The reported experience of lvp display board with dimmed led segments could not be investigated nor confirmed as no devices were provided for this investigation. However, the dim 7 segment display issue was risk assessed via dir (B)(4). The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible current. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that multiple lvp display boards have dimmed led segments.